Event description:
It was reported that bd ultra fine¿ pen needles were clogged during injection. The following information was provided by the initial reporter: material no:320109 batch no: 9288256 it was reported that needle clogged during injection. Consumer reported opening a new box of pen needles today and having no insulin flow with one pen needle during her injection. Consumer does not prime before every injection. Stated this has happened to her previously with about 5-6 other boxes however she discarded those boxes and has no information to provide on them.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: customer returned (2) open 8mm, 31g pen needles without the tear drop label. Customer states that the needle clogged during injection. Both returned pen needles were examined and both exhibited a broken on patient end of the cannula. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during injection. The following information was provided by the initial reporter: material no:320109 batch no: 9288256. It was reported that needle clogged during injection. Consumer reported opening a new box of pen needles today and having no insulin flow with one pen needle during her injection. Consumer does not prime before every injection. Stated this has happened to her previously with about 5-6 other boxes however she discarded those boxes and has no information to provide on them.